Event description:
It was reported that during a right pulmonary mass surgery, after a fire on artery close to the heart, noted could not reverse the knife and could not open the jaw. Tried many times but failed, and then changed to open operation. Sewed the both ends of artery by suture and cut off the vessel around the jaw to remove the device. There was no bleeding during the procedure.

Manufacturer narrative:
(B)(4). Date sent 9/30/2024. D4 batch #e240000090/e240000045. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cec45a device was received for analysis with joint cover damaged and a cecr45w reload loaded on the device. The reload was received fully fired and with damage on reload deck. The device was received in closed position and the knife was advanced. After returning the knife manually, the device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. Additionally, the photo was provided and it showed the condition of the reported event. The damaged on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The damage to the reload is consistent with the device being clamped over a hard object. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the device lot e24030003, and batch number e240000090/e240000045 no non-conformances were identified. Additional information was requested, and the following was obtained: did the complete all 3 firing stokes along the compression? -yes. Was the device fired plastic to plastic? -unknown. Was this the first firing in the procedure? -2nd fire. What trouble shooting steps were used to open the device? -rbrb. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation.